Manufacturer narrative:
(B)(4). The customer reported that they were unable to achieve pacing capture. It was not reported whether this was fixed or demand mode pacing. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to achieve pacing capture. It was not reported whether this was fixed or demand mode pacing.